Event description:
It was reported that there were aborted charges due to possible output circuit damage. There was no noise seen on the stored egms and no noise presenting on the device real- time strips. The pacing lead impedance was measured to be 430 ohms. The system was removed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The reported output anomaly was verified in the laboratory. Analysis found the high voltage output circuitry was damaged. No arc mark was observed on the ICD can. It is believed that the lead arced causing a low impedance path that resulted in the damage to the output circuitry. The device was tested on the bench and on the automated electrical system. All low voltage device functions were normal.

Manufacturer narrative:
Na